Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in journal article that patient underwent laparoscopic roux-en-y gastric bypass (lrygb) on unknown date between 01/2009 and 08/2012 and suture was used. The gastrojejunal anastomosis was stapled and reinforced by interrupted hand- sewn antibacterial suture. ). Mesenteric defects were closed using nonabsorbable suture material. Complications: gastroenteric leakage, which may have required surgical intervention and stenting and/or re-do of stenotic enteroenteral analstomosis. Possible extraluminal and intraluminal sites bleeding, which may have required hematoma evacuation, over sewing, lavage and/ or drainage. Conservative measures for bleeding may have included blood transfusion. The patient may have experienced, elevation of inflammatory markers, upper abdominal pain, tachycardia, and/ or wound discharge due to wound infection. Other complications: post-operative pneumonia, adult respiratory distress syndrome necessitated mechanical ventilation, trocar site herniation managed by laparoscopic reduction of incarcerated small bowel and excision of gangrenous omentum, small intestinal obstruction, and/ or laparoscopic herniotomy for irreducible umbilical hernia. Additional information will be requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No further information available the following information was requested, but unavailable: does the surgeon believe that ethicon product vicryl plus suture and silk suture caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used?